Event description:
Device 1 of 2. Reference MFR. Report #: 1627487-2013-11409. It was reported the pt had not received adequate coverage due to stimulation being delivered to an incorrect area. Reprogramming attempts to address the issue were unsuccessful. As a result, the pt's scs system was explanted in 2011. It is unknown if an sjm representative was made aware of the explant or if they were in attendance.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.